Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the intestinal tract during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2026. During the procedure, the clip failed to release from the catheter. After multiple attempts to deploy the clip by repeatedly pushing and pulling the slider and shaking the delivery catheter, the clip eventually fell off. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of clip failed to release from the catheter.